Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement an optease inferior vena cava (ivc) filter on or about (B)(6) 2009. The following additional information received per the medical records indicates the filter was placed as a treatment for deep venous thrombosis (dvt.) The patient is reported to have tolerated the index procedure well without immediate complication. Approximately four weeks later there was a failed attempt to retrieve the filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and embedment to wall of p/c, failed retrieval attempts; filter is unable to be removed. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient is reported to continue to experience anxiety related to the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt and inability to retrieve reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per a legal brief states that the patient experienced filter tilt and filter perforation.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a1, b3, b4, b5, d1, d4, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement an optease vena cava filter. Approximately four weeks later there was a failed attempt to retrieve the filter. The information provided indicated that the filter malfunctioned and caused tilt and embedment, and failed retrieval attempts. It was later reported that there was filter perforation. The patient also experiences anxiety related to the filter. According to the medical records the filter was placed as a treatment for deep venous thrombosis (dvt.) The patient is reported to have tolerated the index procedure well without immediate complication. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt, perforation and inability to retrieve could not be confirmed. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number.

Event description:
As reported in the legal file, (B)(6) vs. Cordis, an unspecified period of time after an optease filter was implanted, the filter reportedly malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and embedment to wall of p/c, failed retrieval attempts; filter is unable to be removed. As a further proximate result, the patient has reportedly suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement an optease vena cava filter. Approximately four weeks later there was a failed attempt to retrieve the filter. The information provided indicated that the filter malfunctioned and caused tilt and embedment, and failed retrieval attempts. It was later reported that there was filter perforation. The patient reported becoming aware of perforation and filter tilt approximately ten years and three months post implant. The patient also experiences anxiety and pain related to the filter. The patient also reported experiencing multiple strokes, a heart attack, abdominal spasms, being intubated, receiving coronary artery stents and a pacemaker/defibrillator and being on oxygen post implant. According to the medical records the filter was placed as a treatment for deep venous thrombosis (dvt.) The patient is reported to have tolerated the index procedure well without immediate complication. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt, perforation and inability to retrieve could not be confirmed. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per an amended patient profile form (ppf) states that the patient experienced perforation of the filter outside the inferior vena cava (ivc) and filter tilt. The patient became aware of the reported events approximately ten years and three months after the index procedure. It was also reported that the patient had the following events: multiple strokes, a heart attack and abdominal muscle spasms. The patient had the following treatments intubation, received a pace maker/defibrillator, stents in multiple arteries and the patient is on oxygen.

Manufacturer narrative:
As reported in the legal file, in an unspecified period of time after an optease filter was implanted, the filter reportedly malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and embedment to wall of p/c, failed retrieval attempts; filter is unable to be removed. As a further proximate result, the patient has reportedly suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The dates of implantation and attempted retrieval are unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the filter tilt are unknown at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.